Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott on 12september2017.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's programmer reflected a "replace generator soon" error message. However, 3 weeks prior the projected" battery life remaining" was over 2 years. Follow-up information revealed the company representative met with the patient for reprogramming. However, the error message was not cleared. The company representative will follow-up with the patient at a later date as the next course of action.